Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the smart device that occurred on (B)(6) 2016. Patient had the old g5 transmitter paired to the smart device. Advised patient to un-pair other bluetooth devices, close all background applications and restart the g5 application. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 05/12/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.